Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. In addition, the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. There was no reported adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the pump was operating as expected. In addition, the customer applied more pressure to the wake button to address the issue.